Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that while hospitalized in the ICU, this patient experienced self-clearing electrical fault alarms. Upon evaluation by the manufacturer's representative, minimal contamination was found within the controller connector pins. A cleaning procedure was performed to remove contaminants. The patient remained hospitalized in the ICU; an attempt to obtain additional information was made, however, no additional information was received. The controller ((B)(4)) was returned for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms. The returned controller ((B)(4)) failed visual inspection as a result of contamination within the driveline connector but passed functional testing. The root cause for the reported 'electrical fault alarm' event was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-01276 and 3007042319-2015-003084) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. (B)(4), manufacturing date: 2014-07-the returned controller exhibited foreign material on driveline pins. The returned controller passed functional testing. Received for testing on (B)(4) 2014 and completed on (B)(4) 2014. The logs show multiple electrical faults for phase open faults that have been linked to impedance problems of driveline contact contamination.

Event description:
It was reported from chile that approximately one week post ventricular assist device implantation and while in the hospital intensive care unit, a patient was experiencing electrical faults and "low flow" during movement and manipulation of the patient pack. The medical staff reports electrical fault alarms occurred three times and were cleared shortly after. It was noted that the driveline extension cable was still connected to this patient. The medical facility was advised to send in the device log files. The medical facility removed the extension cable and connected the driveline directly to the device. A company clinical engineer was dispatched to service the device; he cleaned the driveline connector twice for approximately 30 seconds each time on the 11 november 2014. It was reported that the pump parameter and patient condition were stable.

Manufacturer narrative:
Instructions for use, page 6 5.0 precautions caution: safety and effectiveness in persons less than 18 years of age and in persons with a bsa of less than 1.5 m2 have not been established.